Event description:
An ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(weight unknown). According to the complainant, there was no cautery. The procedure was completed with another device and there were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A device history record review was performed and revealed no anomalies.